Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed two test steps, flow verification: positive flow: measured tidal volume and flow verification: negative flow: measured tidal volume, during testing. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was replacing the following parts proactively on the device: air inlet foam filter and particle filter. After the parts were replaced on the device, a final and run-in tests were performed, along with the battery and valve checks. The device was operating properly, and the device was cleaned.